Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was a pre-existing pe noted prior to the procedure of an unknown cause. Venous access was obtained and transseptal puncture (tsp) was performed using versacross transseptal access system. Intracardiac echocardiography (ice) and fluoroscopy imaging was utilized for the implant portion of the procedure. A double curve watchman fxd access system (was) was inserted and advanced in the left atrium (la). The 31mm watchman flx closure device and delivery system (wd) was advanced and positioned at the laa then subsequently deployed. Suboptimal position was noted so the wds was partially recaptured and redeployed more proximally in the laa without incident. Release criteria was met and the wds was implanted. An effusion sweep was performed on tee and the pre-existing pe was noted to be unchanged. The procedure was concluded. The patient became nauseated upon being moved back to the stretcher, so zofran anti-emetic medication was given. Vitals remained stable and the patient was taken to the recovery area. Approximately 1-2 hours post index procedure, the patient experienced a change in vitals and an increase from the prior pe was noted on a transthoracic echocardiogram (tte). A pericardiocentesis was performed and 410 ml of fluid was drained, with a pericardial drain remaining in place overnight. The patient was transferred to the intensive care unit and the pericardial drain was removed the following day post index procedure. The patient is in stable condition and is expected to be discharged home two (2) days post index procedure.